Event description:
It was reported that the patient felt a throb, like their heart ¿wanted to leave the body¿. This only occurred when the patient was lying on the right side and had to sit up every time the throbbing would intensify. The patient went in to have the voltage on the device adjusted and the symptoms did ease some but now the symptoms are back and the patient cannot sleep due to intensified throbbing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.